Event description:
Customer medwatch (no report number provided) reported secondary infusion of dilantin, 170ml was to infuse at 170ml/hr. The entire 170ml volume infused over 5 minutes, rather than one hour. The pump settings were verified and read rate at 170ml and volume left to be infused 148ml. Dilantin 1 gram in 150ml normal saline (total volume 170ml). Customer reported ICU patient's blood pressure (bp) dropped from 114/68 to 64/49. Patient was given IV bolus (amount unknown) of lactated ringer's and bp returned to baseline in 10-15 minutes. As of (B)(6) 2010 patient was out of ICU but still hospitalized. No additional information was available.

Manufacturer narrative:
(B)(4). Primary and secondary administrations sets used were not saved. Device was received. Investigation is not complete. A follow-up will be submitted with any relevant information.